Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis investigation confirmed the customer reported failure and found the instrument to have a broken conductor wire at the yaw pulley exit. Additionally, the instrument was found to have a broken yaw pulley. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. Intuitive motion was not being experienced. The yaw pulley was missing a piece approximately 0.17 x 0.06 at the opposite side of the conductor wire breakage. The customer did not return the missing piece with the instrument. The known common cause of this failure is mishandling/ misuse. This complaint will remain a reportable event due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the instrument broke off and fell into the patient. Based on the failure analysis of the instrument, there was no indication that a malfunction of the device occurred as it was determined to be due to mishandling/misuse. However, there is a potential fragment retained in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a potential fragment broke off the maryland bipolar forceps instrument and fell into the patient. The surgeon was not able to locate/ retrieve the missing fragment.

Event description:
It was reported that during a da vinci assisted surgical procedure, a wire and a small part of the maryland bipolar forceps instrument broke and fell into the patient. The fragment was not retrieved from the patient. On october 5, 2016, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: a little part of the cable fell into the patient during the procedure. The surgeon tried to retrieve the fragment but was not successful and made the determination to stop searching for it. There is no available video of the reported event. On october 13, 2016, isi received additional information and was informed that the issue occurred halfway into the procedure. The instrument was replaced and the procedure was completed without any intraoperative or postoperative complications. The patient has since been discharged. The surgeon states that any potentially remaining fragments in the patient were not found and no x-ray was performed.